Manufacturer narrative:
Concomitant medical products: 305c223 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling poorly during exercise. It was reported that the managed ventricular pacing mode may be limiting patient heart rate response. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.